Manufacturer narrative:
(B)(4). Further information from the reporter regarding event has been requested. No additional information is available at this time. The events of lymphoma, late seroma, lymphadenopathy and breast lumps are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Events are addressed in the labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Additional complications ¿ after breast implant surgery the following may occur and/or persist, with varying intensity and/or for a varying length of time: hematoma/seroma, implant extrusion, necrosis, delayed wound healing, and breast tissue atrophy/chest wall deformity. Calcium deposits can form in the tissue capsule surrounding the implant with symptoms that may include pain and firmness. Lymphadenopathy has also been reported in some women with implants. The occurrence of lumps, masses, and cysts can be expected to naturally increase as patients age and could be an explanation for the increase. Based on information reported to FDA and found in medical literature, a possible association has been identified between breast implants and the rare development of anaplastic large cell lymphoma (alcl), a type of non-hodgkin¿s lymphoma. Women with breast implants may have a very small but increased risk of developing alcl in the fluid or scar capsule adjacent to the implant. Alcl has been reported globally in patients with an implant history that includes allergan¿s and other manufacturers¿ breast implants. You should consider the possibility of alcl when you have a patient with late onset, persistent peri-implant seroma. In some cases, patients presented with capsular contracture or masses adjacent to the breast implant. When testing for alcl, collect fresh seroma fluid and representative portions of the capsule, and send for pathology tests to rule out alcl. If your patient is diagnosed with peri-implant alcl, develop an individualized treatment plan in coordination with a multi-disciplinary care team. Because of the small number of cases worldwide, there is no defined consensus treatment regimen for peri-implant alcl.

Event description:
Physician reported a complete right capsulectomy and biopsy of three macroscopically affected lymph nodes were performed. Patient complained of chronic seroma and underwent removal of implant, as a result of which the seroma resolved. Patient then noticed a nodule in the right breast, confirmed as anaplastic large cell lymphoma following core needle biopsy. Case of alcl will be reported as lymphoma, as necessary pathological markers have not been confirmed.